Manufacturer narrative:
The device was not returned for evaluation. No known device issue. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The site reported that the patient died on (B)(6) 2017 of progression of disease. The site reported the patient's death was not related to the superdimension device or the enb procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.